Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to having difficulties charging and wanting magnetic resonance imaging (MRI) capabilities. The patient was stable post operation and doing well. The facility will not send the device back for further analysis.